Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.